Manufacturer narrative:
D2b: pro code: (product code): fge, lit. E1: updated initial reporter email. G4: premarket / 510(k): k141521, k141597.

Event description:
It was reported that a balloon rupture occurred. A 6.0 x 80 mm, 75 cm mustang balloon catheter was advanced for lesion dilatation. During the procedure, the balloon ruptured within the lesion. The procedure was completed with another of the same device, and the patient remained in excellent condition throughout.

Manufacturer narrative:
D2b: pro code: (product code): fge, lit. G4: premarket / 510(k): k141521, k141597.

Event description:
It was reported that a balloon rupture occurred. A 6.0 x 80 mm, 75 cm mustang balloon catheter was advanced for lesion dilatation. During the procedure, the balloon ruptured within the lesion. The procedure was completed with another of the same device, and the patient remained in excellent condition throughout.